Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/24/2014. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) recurrence, urinary/bowel problems. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent insertion of retropubic midurethral sling (align) and cystoscopy on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. It was reported that the patient experienced mixed urinary incontinence and she underwent partial excision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Date sent to FDA: 12/11/2018. No additional information was provided.